Event description:
It was reported by the affiliate that during a partial colectomy procedure, there was partial dehiscence (+/- ¼ of the circumference) of the colorectal anastomosis. There were not any intercurrences or difficulties that justified it. The cut and the anastomosis were performed correctly, however when the doctor was going to verify the stapling, he noted that some staples did not close completely. The doctor performed the manual suture on the parts that were not stapled correctly to complete the procedure. There were no adverse consequences for the patient. Device was discarded.

Manufacturer narrative:
(B)(4). The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.